Manufacturer narrative:
It was reported to abbott, a patient¿s ipg was flipping in the pocket. The physician originally planned a pocket revision. After further examination during the revision, the physician realized the ipg header eyelets had fractured not allowing the sutures to keep the ipg in place. As such, the ipg was replaced. Effective therapy was restored. The results of the investigation are inconclusive since the device was returned for analysis. Based on the documents reviewed, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported the patient's scs ipg shifted and began pressing against her spine. Consequently, surgical intervention was taken and the patient's physician replaced and repositioned the patient's scs ipg. Follow up identified the patient was doing well postoperatively.